Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed device deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series, chapter 3 preparation and inspection describes how to detect the subject event. Gif/cf/pcf-290 series, chapter 5 reprocessing of the endoscope (and related reprocessing accessories) describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. During the evaluation, it was determined that foreign material had clogged the inside of the nozzle. Additionally, the evaluation revealed the following findings: due to wear of angle wire, bending angle in the upward direction did not meet the standard value; connecting tube had coating peeling. (1mm2 or more); due to wear of angle wire, the play of upward/downward knob was out of the standard value; due to a cut on bending section cover (a-rubber), water tightness was lost; adhesive on bending section cover (a-rubber) had a chip; adhesive on bending section cover (a-rubber) had a crack; due to a crack on a-rubber, insulation resistance value at distal end did not meet the standard value; adhesive on bending section cover (a-rubber) had white-clouded area; adhesive around light guide lens was peeled; adhesive around objective lens was peeled; due to adhesive peeling around objective lens, streak of flare appeared in the image; scope-cover plate had peeling; plastic distal end cover (c-cover) had a dent; light guide lens was chipped/cracked; universal cord had a dent; universal cord had a wrinkle; switch #1 was worn; scope connector cover was deformed; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope exhibited reduced angulation issues. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.